Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, it was difficult to interrogate the device and there was a loss of telemetry. There were also episodes of undersensing due to suboptimal programming of the device. The episodes of undersensing were cleared to resolve the event. The patient was stable.